Event description:
It is reported that the device was implanted in 2001, and revised post-op in 2006, due to osteolysis around the screw.

Manufacturer narrative:
H3. Evaluation summary: lot history for the lower level articular surface was not provided. Marking on inferior surface is faded and difficult to read. There is no extraordinary damage to the articular surface. At this time, a definitive cause cannot be determined. H6. Evaluation: insert exhibits minimal pitting to articulating surfaces. There are also striations on the backside of the device. Device history records are intact and conforming, indicating manufacture to specification.